Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 574 mg/dl. Blood sugar was ranging from 575 mg/dl to 542 mg/dl. The customer treated high blood glucose with bolus using insulin pump. The customer was reported that the insulin pump had no delivery alarm, and the event was resolved by complete set change. Battery cap was also damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).